Event description:
It was reported that the patient presented with chest pain. A CT scan ruled out a possible right ventricular (rv) lead perforation. However, the patient had an effusion and was diagnosed with pericarditis. The rv lead was functioning as normal, however, due to the patient's condition; the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Concomitant product: 4076 implantable pacing lead (B)(6) 2013. (B)(4).